Event description:
Broken information obtained from user facility medwatch report number (B)(4): event description: performing davinci assisted esophagomyotomy with dor anterior fundoplasy. Surgeon was trying to retract the liver with the laparoscopic liver retractor. He has been adjusting it throughout the case because of the   limited length, he needed better exposure when trying to lift it out of the surgical working site. One piece broke off inside the patient, which was removed. The entire retractor was taken off the surgical field.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, the customer advocacy group notified the quality group at tucker of this reportable complaint and that they received information that the complaint sample had arrived at tucker some time at the end of last year. Further investigation as to the location of the complaint sample revealed that the instrument was returned by the customer as a repair and received into our facility on (B)(6) 2011. The instrument was sent through our in-house repair department for evaluation and disposition. As per our in-house repair department, this instruments tube was bent which showed signs of misuse. In addition, the end segment required to be replaced since the old one was broken at the welding (tip) and the cable was replaced. A quote for repair was approved by the customer; the instrument was repaired and sent back to the customer on (B)(6) 2012. The instrument was received in-house as a repair, repaired and sent back to the customer before we received notification of this reportable complaint. Since the quality group never received or evaluated this complaint sample we are unable to provide any further information accept what was revealed to us by our in-house repair department. Based on the date code of b04, which is engraved on the instrument and confirmed to be correct by our in-house repair department this device was manufactured sometime in the month of (B)(6) 2004. We were unable to trace the exact lot number; therefore, a device history record (DHR) review could not be performed. Our records have been updated to aid in activities should another issue be recorded for this product code.